Event description:
The lead was electively explanted. Device analysis reveals a laceration in the lead body with fluid intrusion throughout. Explant method: intravascular, superior. Technique/tools: not provided. No complications. Device analysis is provided.